Event description:
During a knee arthroscopy procedure, the moveable jaw of an arthroscopic meniscus grasper broke off. The loose fragment was located and retrieved from the knee by the surgeon. No patient consequences were reported.